Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Consumer alleges she was thrown out of unit and was bruised. She's also claiming that she cut her leg on the back of the unit.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges she was thrown out of unit and was bruised. She's also claiming that she cut her leg on the back of the unit.